Manufacturer narrative:
Block h2 (correction): block b5 (describe event or problem) and block h6 (device codes) have been corrected. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results the returned cre wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional inspection was performed, and the balloon was able to be inflated without any problem; however, it was not able to hold the pressure due to a pinhole in the balloon (which produces a leak), located approximately at 66 mm from the tip of the device. Microscopic inspection confirmed the balloon pinhole. Media analysis was performed based on the photo provided by the complainant and showed the device is observed deflated outside the patient anatomy; however, no damage is identified in the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of a balloon burst. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the proximal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat an abdominal pain performed on september 05, 2025. During the procedure, the contrast medium was injected outside the body and liquid leakage was found. It was reported that the balloon burst at 10mm, but no piece of the balloon detached inside the patient. A photo of the complaint device outside the patient was provided and showed that the balloon was burst. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. ***correction noted on november 26, 2025*** it was reported that the balloon leakage occurred inside the patient and the balloon was not pre-inflated prior to use in the patient.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat an abdominal pain performed on (B)(6) 2025. During the procedure, the contrast medium was injected outside the body and liquid leakage was found. It was reported that the balloon burst at 10mm, but no piece of the balloon detached inside the patient. A photo of the complaint device outside the patient was provided and showed that the balloon was burst. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.